Manufacturer narrative:
(B)(4): physio-control provided the customer with technical assistance and recommended that the customer purchase a replacement battery. The customer requested information for the purchase of a replacement device. It was later confirmed by the customer that they would purchase a new battery for the device, but have not placed an order yet.the device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.